Manufacturer narrative:
Product analysis: the device was returned without the stent present. Crimp impressions were visible on the balloon. No partial expansion of balloon present. No other damage to the device was noted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an endeavor sprint drug eluting stent to treat a severely calcified and tortuous lesion in the lcx exhibiting 80% - 90% stenosis. No abnormality was noticed during inspection of the device prior to use. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated once with a 2.0x20 mm balloon for 3 seconds at 16atm. Fifty percent stenosis remained after dilation. It is reported that during the procedure the stent dislodged during advancement of the device. The physician tried to catch the dislodged stent with a 1.25 x 10mm balloon catheter but failed. Acute thrombus formed and the patient died.